Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is bent. The reported event was confirmed as the evaluation revealed a bend tip. A bend tip typically is caused by excessive force or prying/leveraging during use. Further the laser marks on the shaft are slightly faded.

Event description:
It was reported that the device is bent. There was no harm or adverse event for patient, operator or third party reported. No further information received.